Event description:
It was reported that during an in-clinic follow-up, over-sensed noise was noted on the patient's right atrial (ra) lead. No intervention was performed. Patient was in stable condition.